Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction and no adverse impact to the customer's blood glucose level. The customer successfully reset the pump, although the malfunction code reoccurred after the reset. Technical support decided to replace the pump, along with a cartridge and infusion set, because the customer lost one due to the issue. The pump was sent with updated software, and the customer was informed about programming their settings and connecting their cgm to the replacement pump. The problematic pump was to be returned to tandem via ups using a pre-paid label within 10 days to avoid billing, and the customer was advised on proper storage mode procedures.